Event description:
Account reported that patient underwent uneventful ilasik on both eyes (B)(6) 2013. Presented at 3 months post operation (B)(6) 2014 with epithelial ingrowth along the nasal and temporal interface of the left flap. Right eye was clear. Surgeon elected to bring patient back to laser suite and remove epithelial ingrowth in left eye (flap lift). Last visual acuity on (B)(6) 2014, was 20/20 on both eyes.

Manufacturer narrative:
Report did not indicate these report sources. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.